Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the procedure, a 6f exoseal was used for closure hemostasis. When slowly retracting the device at an angle of approximately 45°, after the pulsatile blood flow in the blood return indicator stopped, the closure device was slowly withdrawn by approximately 1 cm, but the closure device indicator window did not change color. Retraction was then continued slowly, but the indicator window still did not change color. Finally, the closure device was withdrawn and manual compression was used instead. There was no reported injury to the patient. The physician had had many years of experience using exoseal. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including appropriate sheath insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis at the puncture site. A 6f non-cordis sheath introducer was used. No resistance or excessive force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the device. The sheath engaged and locked with the indicator wire cowling with an audible click, and pulsatile blood flow was observed. However, the indicator window did not change color during retraction. The device remained securely locked with the sheath introducer. Multiple attempts were made without success to obtain the device.